Event description:
The physician attempted an arteriotomy closure with the tsl 6 fr. Closer device. The device was inserted and deployed in standard fashion. The pt was discharged without complication. Three weeks later, the pt presented back to the hosp complaining of soreness and pain at the puncture site. A biopsy was performed which came back positive for staphylococcus. The pt went to surgery for an incision and drainage, and was discharged home on antibiotics.